Event description:
Age and weight of the female patient is unknown. It was reported to boston scientific that after using a hyrdothermablator procedure set for an hta procedure the patient had a burn on the posterior wall of the vagina. It was discovered post-treatment and the doctor was unsure of how the event occurred. The doctor noted that there were no fluid leaks during the procedure. The doctor applied silvadene cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.